Event description:
It was reported that a cot dropped down while a patient was on it, injuring two crew members. The crew members were treated as out patients as the hospital, however, no information has been provided regarding the severity of the injuries or type of treatment received. There was no report of any adverse consequences to the patient. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Event description:
It was reported that a cot dropped down while a patient was on it, injuring two crew members. The crew members were treated as out patients as the hospital, however, no information has been provided regarding the severity of the injuries or type of treatment received. There was no report of any adverse consequences to the patient. Attempts have been made to reach the customer for more information; however, the customer has not responded to these attempts.

Manufacturer narrative:
The user facility did not respond to stryker's attempts for further information regarding the reported injuries.